Manufacturer narrative:
The pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The pump was programmed with test mini link and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. There was no sensor or sensor calibration anomalies noted. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call of customer's hospitalization for high blood glucose levels. The customer states they had changed out their infusion set and received calibration errors. The customer's blood glucose level at the time of incident was 269mg/dl. The customer's levels had been in the 400mg/dl range, and as low as in the 50mg/dl range. The customer was treated for the highs. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.